Manufacturer narrative:
Follow-up #1: date of submission 08-mar-2018 - device evaluation: the device has been returned and evaluated by product analysis on 23-feb-2018 with the following findings: during the investigation, a review of the pump history showed the pump was programmed for 24 hours with a 1.0 unit/hour basal rate. After 24 hours the battery was removed and the pump was left without power for 1 hour. When the battery was reinserted, the pump reset the time/date to the default setting. All other user settings remained in the pump settings. The pump was opened and evaluation revealed that the internal clock battery on the printed circuit board had failed. Unrelated to the original complaint, the battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a history/settings issue. It was reported that all of the pump settings erased when the battery was removed for days at a time. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.